Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient's implantable pulse generator (ipg) reached end of service and became inoperable. Patient is stable.

Event description:
It was reported that patient underwent surgery on (B)(6)2020 wherein their implantable pulse generator (ipg) was replaced. Patient is stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.